Manufacturer narrative:
Concomitant medical products: product ID: 6940-52, lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a history of noise on the right atrial (ra) lead. The right ventricular (rv) lead electrograms (egm) indicated narrow complexes. The ventricular pace appeared non physiologic and the ventricular sense appears to be coupled in at a close interval after which is causing the complex to appear narrow. T-wave oversensing (twos) was also discussed in conjunction with the egm observations. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.